Event description:
The customer returned the device stating, ¿the device displayed a cassette error whenever a cassette was loaded¿; during device evaluation the allegation was confirmed due to a worn/defective downstream occlusion sensor. The issue occurred during testing, and there was no patient involvement or harm.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device displayed a cassette error whenever a cassette was loaded" was confirmed through downstream occlusion test. Unit flashes to reattach cassette after installing a known/good cassette. The probable cause was a worn/defective downstream occlusion (dso)dso sensor. The dso sensor was replaced, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.